Event description:
Baxter affiliate reported "priming process hasn't finished with the cassette of yume set." No indication of whether appropriate clamps were open, extension sets were used, alarm was received, or if the techinical service center was called. No patient injury or medical intervention was associated with this incident per baxter.